Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis that as received, a complete lead was returned in one piece. Visual inspection of the lead found full breach insulation degradation at the distal region of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.